Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, the device was in backup vvi. A device download was performed successfully. The patient was stable and will be monitored routinely.